Event description:
It was reported that the wake button on the pump was difficult to press and required multiple presses in order to turn the pump screen on. As a result, the customer experienced an elevated blood glucose (bg) level of 420 mg/dl with unspecified level of ketones and went to the emergency room. Customer was subsequently hospitalized and treated with intravenous fluids of saline and insulin. Treatment resolved the issue with no permanent damage to the customer, and customer was released from the hospital on (B)(6) 2026. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.